Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes foreign matter was found inside. This occurred with a one pack. The following information was provided by the initial reporter: stains were found inside packaging and in the tubes. The pack presents brown stains in its inner. Only one single pack was found this way.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for glass breakage was observed. The brown spots are the additive within the tubes. A broken tube caused the additive to leak out and dry, turning a dark brown color. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes foreign matter was found inside. This occurred with a one pack. The following information was provided by the initial reporter: stains were found inside packaging and in the tubes. The pack presents brown stains in its inner. Only one single pack was found this way.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.